Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's physician reported via phone call that the customer was hospitalized for high blood glucose. The customer also has dementia. The physician wanted to know how to check the customer's insulin pump settings. The physician was assisted with checking the device settings and priming the tubing. No further details were provided, and no products were returned or replaced.